Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient with a shallow chamber after having a micro-glaucoma stent implanted. Surgeon indicated the patient took a medicine the morning after surgery by mistake and believed this to be the reason for the slightly shallow chamber. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received reporting the shallow chamber has resolved per the physician. The intraocular pressure is controlled and the patient is currently not on an medications.